Event description:
Boston scientific has become aware of the following event: pci was performed for the 99% stenosed lesion in a lad. Gc launcher was placed to lda. A stent cypher was deployed at the lesion in the lad. Ivus was performed with atlantis sr pro2 for the place where the stent was deployed. The tip of this device was hooked to the distal edge of the stent which was floating from the blood vessel wall and unable to be moved. Bc (diameter 1.5mm) was inserted along the gw renato. Bc was inserted to the gw exit port and the device was pushed to the lda distal. Balloon was inflated and the device was attempted to be unfixed from the stent. The device was finally unfixed from the stent. The floated stent edge was inflated with another bc and the edge of the stent was stuck fast to the blood vessel wall. Ivus was performed with another atlantis sr pro2 to check. The procedure completed. The patient had no injury, the treatment was completed and patient was already out of the hospital.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.